Manufacturer narrative:
X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 on the left side on (B)(6) 2017 and the patient experienced dislocation.

Manufacturer narrative:
Additional information has been requested and is currently not available. No trend considering the following event is identified: dislocation. Event summary: it was reported that a patient underwent a revision of durom implants (left hip) on (B)(6) 2017 and subsequently experienced dislocation. Split case with (B)(4). On (B)(6) 2017 patient underwent revision surgery, due to recurring dislocations where the cup, liner and femoral head were revised. It was noted in the operative notes that the femoral head showed laxity and instability. The revision surgery is captured under (B)(4). Three hip dislocation events of the patient after the op on (B)(6) 2017 are captured under (B)(4). This complaint reports the third dislocation event after the op dated (B)(6) 2017 (on an unknown date). Review of received data: for the investigation of the case, only the xrays dated (B)(6) 2017 were received for review , however, they do not convey any valuable information for the investigation since the x-rays do not belong to the time interval of the implanted biolox head. X-ray report dated (B)(6) 2017 was reviewed. It did not convey any valuable info for the investigation of the case. X-ray report post-op revision dated (B)(6) 2017: soft tissue swelling and soft tissue gas about the left hip, with overlying cutaneous staples. There are no radiographic findings of acute postoperative complications. X-ray report post-op revision dated (B)(6) 2017: left tha shows good position of the implants. Acceptable alignment. Surgical notes dated (B)(6) 2017: pre-op diagnosis: left hip failed acetabular prosthetic component with loosening operation: the patient was revised due to loosening of the acetabular prosthetic component. There was no bony growth throughout the acetabular component. There was no bone loss medial along the pelvic rim. A 54 mm reamer was utilized and adequate scar tissue and the bleeding surface of bone was exposed. Following that, a 55 mm reamer was utilized. The continuum cup was inserted in about 40-45 degrees of flexion and about 25-degree anteversion, impacted, transfixed with three adequate-length screws. The 36mm pe liner was inserted and impacted until confirmed to be well seated. 0 x 36-mm modular head showed slight laxity on longitudinal. There was some foreshortening of the left lower extremity preoperatively. +3.5 x 36-mm modular head was trialed and showed good stability in flexion, adduction, internal rotation. The +3.5 36mm ceramic head was impacted into the morse taper. The hip was reduced and put through the range of motion and showed good stability. Surgical notes dated (B)(6) 2017: pre-op diagnosis: recurrent left hip dislocation operation: the hip joint was dislocated and the modular femoral head was removed. The acetabular polyethylene component was removed with ease. The screws were removed, and the acetabular component was removed. Zimmer continuum cup 36mm implanted at 40¿ flexion and 25-30¿ anteversion, fixed with 3 screws. 36mm liner impacted and confirmed to be well seated. The removed +3.5 head had showed laxity and instability. +7mm was tried and showed instability. Leg was still shorter than right side. +10.5 head then tried and showed better stability. Good stability anteriorly. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => possible: correct size of the head diameter was selected. But the revision surgery report indicates the laxity and instability of the explanted head. Therefore, wrong offset choice is a possible reason. Increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: combination is allowed. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: combination is allowed. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: it cannot be proved, therefore cannot be excluded. Conclusion summary according to the event, the patient experienced dislocation after the implantation of the biolox head on (B)(6) 2017. Surgical notes show that after 13 days in-vivo time patient underwent a revision surgery where the cup, liner and head were revised. No x-rays belonging to the explanted items and the 13 days time window were received for review. Revision surgery report dated (B)(6) 2017 states the existence of laxity and instability. Therefore, the most possible cause for the dislocation is the wrong head offset selection. However, inadequate information during patients counseling by surgeon, use of the head on a damaged stem taper and malposition of the components (no x-rays were received to confirm) might be possible reasons leading to the failure as well. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer`s reference number of this file is (B)(4).